Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device md5064 batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and suture was used. The problem of pull off suture needle happened when sewing the second layer of the uterus in the second lower uterine section. Changed to another device to complete the surgery. There were no adverse consequences to the patient.